Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the probe was confirmed to be broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the probe breakage was caused by contact with other equipment or the gripping part as shown below. Mechanism #1: 1. Ultrasonic output was activated while grasping tissue with the tip of the grasping section. The tissue pad came in contact with the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the grasping section to touch the probe. 3. Ultrasonic output was activated under this situation and the scratches were made (indicating that the probe and grasping section were in contact with each other). 4. The probe received an output load in ultrasonic mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke with the added load. Mechanism #2: 1. During output in ultrasonic, the probe came in contact with metal or a surgical instrument. A scratch was made on the probe. 2. The probe received an output load in ultrasonic or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke with the added load. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g, uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ this supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name shortened due to character restriction in respective field: (B)(6) hospital, affiliated to (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic laparoscopic surgery, the probe fell off into the patient's abdominal cavity. It took less than 15 minutes to retrieve the fallen probe with forceps. The procedure was finished with a similar device. There was no harm or injury to the patient.